Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr stated that he did a fasting blood glucose test at home, with a result of 62 mg/dl. He then went to visit his daughter at the hospital, where she is an ICU nurse. After having breakfast in the hosp cafeteria, the rptr stated that his daughter tested his bg on the hosp's (ssp) meter and that the result was 256 mg/dl. The time difference between the test at home and the health care professional meter test was one hr. He did not have any symptoms. The rptr said that his blood was very thin.